Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patients affects. The reported patient effects of ischemia, occlusion and pain are known potential patient effects as listed in the supera instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a peripheral stenting procedure to treat a chronic total occlusion in the superficial femoral artery (sfa). Pre-dilatation was performed using a 6.0 x 150 mm armada 35 dilatation catheter. The 5.5 x 150 mm supera stent was deployed successfully at the target lesion, at nominal pressure. The patient was seen on (B)(6) 2015 with complaints of lower leg pain. Ankle/brachial index (abi) testing was performed (B)(6) 2015 and noted poor flow. On (B)(6) 2015, the patient underwent diagnostic peripheral angiography and the sfa was noted to be completely occluded. At a future date, a bypass procedure will be scheduled. Patient has been compliant with plavix; however, the patient has recently started smoking again. No additional information was provided.